Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of august 08, 2019, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2019, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was placed sometime in (B)(6) 2019.. Block d6b: the stent was removed sometime in (B)(6) 2019. Block h6: imdrf patient code e1906 captures the reportable event of leukocytosis. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f23 and f2303 captures the reportable event of IV antibiotics.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a right ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2019. The percuflex uds was able to be delivered to the target anatomy successfully and was able to allow flow of urine from the kidney to the external collection system successfully through its 9 days indwell time. Seven days following the procedure, the patient developed dehydration, diarrhea, and fatigue, and the stents were inadvertently dislodged. No interventions or treatments were provided for these complications. Per physician's assessment, these events were not serious, possibly related to the device, and not related to the procedure. Subsequently, eleven days post-procedure, following stent removal, the patient developed sepsis, leukocytosis, accompanied with nausea, and vomiting, which were managed with intravenous (IV) antibiotics. Per physician's assessment, these events were serious, possibly related to the device, and probably related to the procedure. Note: this report pertains to one of two devices used during the same patient and procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of august 08, 2019, was chosen as the best estimate based on the procedure which happened sometime in august 2019, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was placed sometime in august 2019. Block d6b: the stent was removed sometime in august 2019. Block h6: imdrf patient code e1906 captures the reportable event of leukocytosis. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f23 and f2303 captures the reportable event of IV antibiotics. Block b5 has been updated based on the additional information received on january 30, 2026.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a right ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2019. The percuflex uds was able to be delivered to the target anatomy successfully and was able to allow flow of urine from the kidney to the external collection system successfully through its 9 days indwell time. Seven days following the procedure, it was reported that the stents were inadvertently dislodged, and, was managed with intravenous (IV) antibiotics. Per physician's assessment, the event was serious, possibly related to the device, and casually related to the procedure. Subsequently, eleven days post-procedure, following stent removal, the patient developed sepsis and leukocytosis, accompanied with nausea, vomiting, dehydration, diarrhea, and fatigue, which were also managed with intravenous (IV) antibiotics. Per physician's assessment, these events were serious, possibly related to the device, and probably related to the procedure. Note: this report pertains to one of two devices used during the same patient and procedure.